Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse arrived on site to address the reported event. Fse replaced the nozzle assembly and performed all sample nozzle alignments. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number 15364901 from 30sep2017 through aware date 31oct2018. There were no similar complaints identified during the search period. The aia-360 operator's manual safety precautions was reviewed. Safety precautions: uncap primary tubes warning label please be sure to remove the cap of primary tubes and to set it on the carousel. Operation will damage the parts in the aia-360, with a cap attached. The most probable cause of the reported event was due operational error.

Event description:
It was reported by field service that the customer had a bent sample nozzle for their aia-360 analyzer. The customer stated that the cap had been left on a tube, crushing the sample nozzle. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.